Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that patient faced insulin flow blocked issue, air bubbles in the tube, and upon removal cannula was found bent on (B)(6) 2026. The insertion site was abdomen. The infusion set was in use for one day. The blood glucose level was 327mg/dl and the patient was treated with insulin pump. The patient replaced infusion set and resumed insulin successfully. No further information available.